Event description:
An optometrist reported a case of tlss (transient light sensitivity syndrome), noted two months after lasik surgery. Reporter stated pt feels light sensitive most but not all the time through out the day, more so during and after working on the computer. Further information has been requested. This is the second of two reports, for this pt, and will reference the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).